Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
The patient reported a loss of therapy. She was getting good therapy until a few minutes ago, when she wet herself. She was also not feeling stimulation, but therapy was on. Stimulation was felt when it was increased from 1.70 to 1.90, and she left it at 2.00. Stimulation was felt in patient¿s left vagina. It was also noted that the patient¿s back would hurt from stimulation. They decreased by one click and they were going to try that and adjust as needed.